Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time "keeps changing without reason". Reportedly, at the time of the call the pump time was accurate. There as no impact to customer's blood glucose level. Contact declined to provide customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue. No response from the customer was received.